Manufacturer narrative:
The certitude delivery system was returned for evaluation. During visual inspection, a radial/longitudinal burst was confirmed, a slight kink on the flex shaft (likely due to return packaging) approximately 4.5¿ distal to the handle nose cone, and slight scratches on the flex shaft. No other abnormalities were observed. Functional testing was not performed due to the condition of the returned device (balloon burst). Dimensional analysis found the balloon single wall thickness along both sides of the tear met specifications. Transcatheter delivery balloon burst complaints has been summarized in an edward¿s technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the aortic annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicates that they are typically caused by puncture from calcium on the native aortic valve. In addition, details related to root cause analysis on balloon bursts in a calcified aortic annulus. In this case, the results of this technical summary further support the suspected root cause of patient factors (calcification). The complaint for balloon burst was confirmed based on device visual inspection. However, no potential manufacturing non-conformances were identified as the dimensional measurements met specification. In this case per report, it was perceived that a semi-circular calcification distal of prosthesis could have caused the balloon to burst. Based upon the reported calcification, it is suspected that the failure mode is likely due to patient factors (calcification). The occurrence rate does not exceed the march 2017 control limits for this trend category, ¿balloon burst¿. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, during deployment of a 26mm certitude valve, the balloon burst when fully inflated. The valve was successfully implanted in perfect position with no paravalvular leak (pvl) noted. The perceived root cause was a semi-circular calcification at the distal end of the prosthesis, which may have caused balloon to burst. The native annulus, leaflets and aortic root were moderately calcified.